Event description:
Patient presented to the hospital with 90% total surface burn area. The patient underwent fascia excision and implantation of approximately thirty pieces of integra artificial skin. The surgeon reported that approximately ten pieces of the integra, the collagen layer was separating from the silicone and not adhering to the site. Three pieces of the integra had to be removed. Upon removal, no granulation was noted and the wound bed appeared "pale and white". The patient's condition was compromised due to the injury. Patient has undergone fascia excision, graft removals, chest tube placement, ventilation and multiple bronchoscopes. The surgeon indicated the integra will be re-applied to some of the patient's burned area.18~

Event description:
Additional info was received on 6/10/2003. The following integra artifical skin was applied to the pt in 2003. This application consisted of lot numbers 2601300z (expiration date 8/2004), 0601300y (expiration date 11/2002), 0601200z (expiration date 11/2002), 2501300z (expiration date 8/2004) and 3600100z (expiration date 01-2005).